Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that when the lead impedance trend for the device was viewed, data invalid was displayed. The device was also noted to have indicated elective replacement (eri). The device remains in use. No patient complications have been reported as a result of this event.

Event description:
The device was explanted.

Manufacturer narrative:
Product event summary : performance data was collected from the device and analyzed. Analysis revealed that the device had indicted recommended replacement time (rrt) on 2013-(B)(6) and that the data record was missing the clinical compass data weekly and daily lead trends. Subsequently, the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.